Event description:
The account alleges the bed has no hi/low or trendelenburg functions. No patient impact.

Manufacturer narrative:
The account replaced the disengagement switch to resolve the issue.